Event description:
Reporter alleged the customer obtained the results of 353 mg/dl, 198 mg/dl, 134 mg/dl and 133 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
A 'tooth' of the cloward broke off inside of the patient after the piece had bit down on a piece of tissue. The physician was pulling the device out of the body and noted the tooth missing.